Manufacturer narrative:
(B)(4). Baxter has received and evaluated the device. The device evaluation confirmed the keypad malfunctions. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the #7 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 17 will be displayed, alphabetically: when the "abc" key is pressed, as will e displayed interfering with mdl drug searching opportunities). The keypad was replaced. Baxter has initiated a cpa to further investigate the reported issue.

Event description:
It was reported that a device had a "keypad alarm." There was no patient incident reported.